Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging her onetouch verio flex meter read inaccurately high compared to her feelings and/or usual readings. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist listened again to the call. The patient stated that the alleged issue began on (B)(6) 2018 at 10am when her daughter helped her measure her blood glucose. The patient reported obtaining a blood glucose reading of ¿308mg/dl¿ using the subject device which she felt was elevated compared to her feelings and/or usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient declined to answer what medication, if any, she takes to manage her diabetes or if she had made any changes to her management routine in response to the result obtained. The patient claimed experiencing symptoms of ¿felt weak, dizzy and sweaty¿ and was unable to clarify if these symptoms occurred before or after the reported issue. The patient was reportedly given ¿orange juice¿ treatment by her daughter, and confirmed that her blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure, the test strips being used were stored correctly and within expiry. The csr was unable to walk the patient through a control solution test as her daughter was not there to assist. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms may have occurred prior to them obtaining the alleged inaccurately high result, the alleged meter issue could not be ruled out as a cause or contributor to the event.